Event description:
The patient stated that she started v-go 30 on (B)(6) 2019 around 2-3pm, she was trained by a nurse at her doctor's office who helped her put the v-go on her stomach. The patient mentioned that about an hour later, she felt the needle to the v-go sticking her in the stomach and the v-go came off.